Event description:
It was reported to boston scientific corporation that a rx needle knife xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was used to gain access to the bile duct. It was then noted that the tip of the needle knife appeared to be melted and the blue paint had peeled. The detached paint was left to pass naturally. The procedure was completed with another rx needle knife xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.